Event description:
It was reported that the device was used during a low anterior resection. The surgeon could not break the washer when he fired the device. The tissue was excised to remove the device.